Manufacturer narrative:
Additional information: the patient was treated with gentamicin (50mg , route and frequency were not reported), vancomycin (2.5 unit not reported, day 1/5 and 10, dose and frequency were not reported), ceftazidime ip, (1.5 unit not reported, day 14/7, intraperitoneal and frequency was not reported) and nystatin(orally, day 5/7, dose and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.